Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. Additional information added to fields: h3 and h6. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that lock lever was broken, external stress was applied to the lock lever of connecting tube and the tube was unable to be connected. As a cause of external stress above, the user may have applied force toward incorrect direction. The instructions for use warns the inspection method associated with the event in the following section: 9 preparation and inspection, 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the connecting tube's tube-sets had broken connector tabs. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Please disregard h3 as it was selected inadvertently.